Event description:
It was reported by the customer that the buttons on the insulin pump are not responding. Customer's blood glucose level at the time 108mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Also received with cracked reservoir tube lip, scratched lcd window, stained end cap sticker and scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.